Manufacturer narrative:
Complaint (B)(4). Received 2rk 455071p/c230833h for evaluation. Received customer picture. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint and customer picture to our affiliated location from which we received this product. A review of production documentation revealed no deviations in association with the reported issue. Retain and customer samples were tested according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. Samples were functionally evaluated (filled and centrifuged at 1800g for 10min - minimum of recommended conditions). No deviations related to the reported error could be observed in tested samples. The alleged malfunction is not confirmed.

Event description:
The customer reported red cells bled through the gel and into the serum. The customer advised they observed the phlebotomist handle the specimens multiple times and her process is spot on with quest instructions. The customer advised they fully inverted the tubes 5-10 times, and allowed the sst tube to sit upright for at least 35 minutes to allow the cells to clot. The customer advised they centrifuge the tubes in a quest centrifuge for 15 minutes. The customer advised 90% of the phlebotomists sst specimens are flagged as specimen compromised.